Manufacturer narrative:
Device evaluation: 1 unit of lot number c1986738 of oacl-7-9 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 19 oct 2023. The returned device lab findings and observations can be referred through the attached files. An additional file (B)(4) was opened to investigate the user error of the wireguide not being inspected for damage prior to use. Visual inspection: positioning sleeve, introducer, wire guide and positioning tube with connector returned. Stent not returned. Positioning tubing observed to be lightly compressed. Functional inspection: n/a. Manufacturing records: prior to distribution, all oacl-7-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-7-9 device of lot number c1986738 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oacl-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1986738. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was received which confirmed the introducer to be present in the packaging. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause of this complaint may be due to device where the use of excessive force may have caused the introducer to crumple and kink near the hub causing the the stent to become stuck on it. Another potential root cause could be attributed to the introducer getting damaged during transportation or storage. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, when physician put the stent into patient, the introducer was stuck on the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause of this complaint may be due to device where the use of excessive force may have caused the introducer to crumple and kink near the hub causing the the stent to become stuck on it. Another potential root cause could be attributed to the introducer getting damaged during transportation or storage.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09 may 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When physician put the stent into patient, the introducer was stuck on the stent. Finally, he removed stent and replaced new device to finish the procedure.